Event description:
It was reported that this system exhibited elevated thresholds measurements and suspected intermittent loss of capture on the left ventricular channel. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).